Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). One used set was received with no cap on dark blue connector and no cap on patient connector in reference to leak. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. The set was functionally hand tightened to a lab titanium adapter without difficulty. The set was then tested underwater at 8 psi with leak noted. The set was visually inspected and noted that one of the occluder feet was broken and the other contained cracks. During visual inspection, it was noted that there was no whitish spot on the occluder leg that is indicating a possible overtorquing. The complaint was confirmed in the lab for leak due to broken occlude feet. The cause of the leak was broken and cracked occluder feet. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A nurse contacted baxter (B)(4) to report the transfer set was not tight, even though it was closed. This was noticed during patient use. No injury on the patient.